Manufacturer narrative:
H4: the lot was manufactured from april 25, 2022 to april 27, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, it was observed that an unspecified volume of the medication dose remained within the device after the therapy time was complete. This issue was observed at the hospital after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.